Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error e315 scope error could not be determined, however, the issue was likely due to water ingress into the scope connector, resulting in electronic component failure. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had an e315 unsupported scope error. The issue was found during inspection for use for a diagnostic procedure. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the radio frequency identification label was not properly affixed. It was also noted that there was an e315 error and rainbow image which was okay after aeration. The insertion tube insulation had a value of 0 and the distal end plastic had dents/scratches. The objective lens had worn glue and the light guide lens was cracked. The bending section rubber glue was cracked and the insertion tube had a scratch. The air/water supply did not clean in 10 seconds and the light guide tube had wrinkles/scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.